Event description:
The reporter states that she experienced an event where she felt hypoglycemic and obtained the blood glucose result of "hi" (greater than 600mg/dl) on the accu-chek complete system. The blood glucose result of "hi" (greater than 600mg/dl) did not match the reporter's symptoms. The reporter's blood glucose result was 601mg/dl on the professional meter. The reporter was treated. Type of treatment and results of treatment undisclosed. The reporter states that the accu-chek comfort curve strips expiration date is 11/30/08. The MFR's expiration date of the strips is 2/28/2002. The expiration date verification could not be conducted due to the fact that the lot number info was unavailable. The reporter believed that the strips would not expire until 11/30/08 and continued using them. The reporter received third party intervention. New system sent and return requested.